Event description:
It was reported that a few months prior to a routine device check, the patient experienced syncopal episodes with falls which resulted in a hematoma on the patient's right hip. The device check noted that the implantable pulse generator (ipg) had experienced a normal elective replacement indicator (eri) approximately seven months ago. It was also noted the right ventricular (rv) lead experienced high thresholds with inconsistent thresholds values measured when tested through the analyzer. Intermittent capture in the bipolar setting and no capture in the unipolar setting was also observed. The right ventricular (rv) lead also experienced a gradual rise of impedance to a high level. The cause of the syncope was unable to be determined and loss of capture could not be ruled out. The implantable pulse generator (ipg) was explanted and replaced. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.